Manufacturer narrative:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer pocket 3a1 and 3a3 was failed. Customer tried to reboot the device, but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets 3a1 and 3a3 were not detected, and a bus error was showing. A field service engineer replaced the medstation es full-height cubie drawer row board tray and row board inseparable and reseated row board cables, repaired the jadak scanner holder, tested the system, and released it to the customer. Performed medstation es full-height cubie drawer hardware test and application software diagnostics. The customer successfully performed drawer recovery and multiple drawer inventories. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer pocket 3a1 and 3a3 failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.